Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the safety shields would not activate. There was no pt consequence.

Manufacturer narrative:
Tracking# 47849. Ees# 977725/j. Device-b. Baased upon inquiry info received, visual examination & functional test, the reported event was confirmed. Four instruments were received in their original packages. Instrument b was tested & would not arm as received. The obturator handle was measured & found to be skewed. The obturator handle is welded during the assembly process.